Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had battery issues. The callers blood glucose level was unknown at the time of the incident. The caller stated they had to change batteries every three days. Caller stated they got a new battery cap however the issue persisted. The caller stopped using the insulin pump because of the battery issue. Troubleshooting was provided. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Upon further review of the unit's interior, there were no signs of moisture damage or corrosion on the electronic assemblies. The boards were taken out and inserted into a known good case. A known good electrical board was substituted for the existing electrical board. Finally the internal battery was swapped out. After the above operations were performed, the unit still drew a high amount of current during the sleep current measurement test; therefore, it seems that the source of the high current draw is isolated to electrical board.